Event description:
On (B) (6) 2008, the patient reported that he primed his infusion tubing but no insulin came out. He was assisted with performing a cartridge change and priming but no insulin dripped from the infusion tubing after 3 primes. He was instructed to remove the infusion tubing and insulin dripped from the tip of the cartridge during priming. He reattached the infusion tubing and performed 2 more primes and still no insulin dripped from the infusion tubing. The patient then found that the cartridge compartment of the infusion device was filled with insulin. He stated that it had happened previously with another insulin cartridge. The patient was assisted with switching to his backup infusion device. He was again unable to prime the infusion tubing and insulin leaked into the cartridge compartment. He stated that he believed insulin was leaking from the tip of the insulin cartridge. He stated that the infusion set connection to the insulin cartridge was tight. He attempted to prime while using a new insulin cartridge and adapter and the issue continued. The patient was advised to contact his physician regarding injection therapy. A request for training was submitted. No physiological effects were reported. Upon follow up, the patient stated that he believes the infusion tubing may have been damaged or not connected properly which caused the insulin leak. He changed the infusion tubing and the issue was resolved. He no longer had the infusion tubing to return for evaluation. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.